Event description:
It was reported that the pt hears a high frequency sound with an uncomfortable background noise whenever they press on the coil. Pt is till able to hear. Telemetry measurements performed show 'poor coupling'.